Event description:
It was reported the patient took a "tumble" about a month ago and her implantable neurostimulator (ins) appeared to have stopped working. It was reported the patient noticed it recently because of increased pain and "not working right not feeling stimulation". It was noted the patient suspected something wasn¿t working right and thought it needed to be charged up, but saw that it was still full. It was noted the patient checked again yesterday and the ins was a little less.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).